Event description:
Litigation papers allege that the patient began to develop continuous, agonizing and shooting pains in her left hip, cramping in her left hip and leg, and sensitivity around the area of the surgical scar several months after the implant surgery. Update: (B)(6) 2011 - updated litigation papers allege patient underwent additional surgical procedures; is permanently harmed by severe metal poisoning and metallosis from the metal debris. Product/lots were identified by invoice search for the left hip. Unknown hip changed to acetabular cup, and femoral head added to complaint. There is no new information that would change the outcome of the investigation. Dor in the updated litigation papers is: (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.